Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street city: san diego suite 200 state: california zip code: 92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an event where two infusion sets cannula was found accidently pulled out during use due to tubing caught on something on (B)(6).2026.